Manufacturer narrative:
Device used for treatment not diagnosis. Hedges, c., macnair, r., schankat, k., smith, t., wimhurst, j. (2009) the clinical and radiological outcomes of the liss plate for distal femoral fractures: a systematic review. Injury, int. J. Care injured, vol 40, pp: 1049-1063. This report is for an unknown less invasive stabilization system (liss). Unknown lot/unknown quantity. Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: hedges, c., macnair, r., schankat, k., smith, t., wimhurst, j. (2009) the clinical and radiological outcomes of the liss plate for distal femoral fractures: a systematic review. Injury, int. J. Care injured, vol 40, pp: 1049-1063. The purpose of this study is to systematically review the evidence assessing the radiological and clinical outcomes of the liss system in the management of distal femoral fractures. This article references other unpublished material including university theses and dissertations and conference proceedings. These papers included patients managed with the less invasive stabilization system (liss, synthes (B)(4))for distal femoral fractures. The literature presented the findings of 663 patients with 694 fractures. The mean age of patients was 58.7 years ranging from 16 years to 101 years. Gender was classified in 19 papers to include 261 males, and 329 females. The most frequent complication was loss of reduction. Implant failure and proximal screw pull out was evident in 11 and 27 cases, respectively. Delayed union was evident in 16 cases and non-union reported in 24 cases. Twenty-seven cases experienced superficial or deep infections in 11 case series. Only one case of osteomyelitis was presented, and 3 cases of heterotropic ossification were acknowledged. Additional postoperative complications were: abnormal valgus/varus deformity, flexion/extension deformity, external rotation deformity, implant malpositioning, tibiofemoral joint (tfjt) instability and implant pain. This medwatch will address the unknown patients who experienced implant failure, proximal screw pull out and implant malposition. This report is for an unknown less invasive stabilization system (liss). This is report 2 of 2 for (B)(4).